Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. The reported issue was resolved by performing a cleaning and lubrication of the turn table. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from from 06jul2018 through aware date 06aug2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: (B)(4). The home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to the lack of lubrication, which resulted in the turn table losing its position.

Event description:
A customer reported to the distributor getting error message 4002 turn table home not found on the aia-360 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp), cardiac troponin I (ctnl 2), estradiol (e2), follicle stimulating hormone (fsh), and luteinizing hormone (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.